Event description:
Pt went to hospital in 2003 because they were not feeling well and their blood glucose was 350 mg/dl. At hospital their blood glucose reading was 497 mg/dl. Treatment received by pt: insulin drip.